Manufacturer narrative:
(B)(4). The device involved in this complaint is as follows: ziv6-35-125-7.0-40-ptx of lot number c776346 containing the zilver ptx drug eluting stent. Reference also related MDR report 3001845648-2014-00315. The stent in question remains implanted in the patient and is therefore not available for evaluation. With the information provided, a document based investigation was carried out. Images relating to this event are not available to support this complaint investigation at this time. It may be noted that restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. Restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records for zilver ptx devices revealed no discrepancies which could have contributed to this complaint issue. Due to the lack of images for review and as the conditions of use cannot be replicated in a laboratory setting it is not possible to conclusively determine the root cause for this complaint at this time. The complainant is confirmed based on customer testimony. As per the information provided, the patient's condition recovered. The risk associated with this complaint has been assessed by quality engineering and determined to be low. Quality engineering will continue to monitor complaints of this nature for emerging trends.

Event description:
On (B)(6) 2012 three zilver ptx stents were placed in the right sfa of the patient. On (B)(6) 2014 restenosis (50~99 percent) in the lesion where the stent was implanted was confirmed. Observed worsened ruthford classification. Another stent was placed. On (B)(6) 2014 the condition of the patient had recovered. No further adverse effects to the patient have been reported as occurring. The restenotic lesions were not specified therefore a separate report will be submitted for each suspect device. This report relates to a ziv6-35-125-7.0-40-ptx device of lot number c773646. Reference also related MDR reports 3001845648-2014-00314 and 3001845648-2014-00315.